Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer was failed. The field service engineer confirmed that the customer able to recover pocket drawer. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system drawer failed while user was accessing medication. The customer added that this malfunction caused delay in dispensing medication. However, there were no adverse events or injuries reported based on this event.